Event description:
A distributor in slovakia reported that a pump declared alarm 20 while in operation. There was no adverse impact on the customer's blood glucose level. Despite assistance in loading a new cartridge, the issue persisted, and the customer could not resume insulin therapy. Consequently, the pump was replaced by the distributor's medicine representative, and a replacement pump with serial number 1438818 was provided to ensure continued insulin delivery.